Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure the device would not cut and there were malformed staples deployed. Another device was used to complete the case. There were no adverse consequences to the patient.